Event description:
It was reported that the patient presented to the emergency room (ER) due to beeping from their device. Device interrogation indicated high pacing impedance, elevated pacing threshold, and oversensing of artifact on the right ventricular lead. Lead fracture was confirmed. The lead was explanted and replaced. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 lead, (B)(6) 2003. (B)(4).